Event description:
It was reported by a vns programming physician in (B)(6) that they had some vns pt's that were having communication errors. Unk how many pts. Good faith attempts are underway for further details about the reported event. Reported: we do more often receive messages about communication problems or checksum error, may be more often with 103/104 models, than with 102 models.